Event description:
Upon investigation, the complaint was confirmed. After turning on the pump the alarm will go off right after putting a cassette onto the pump. Log files were viewed and had a valve 3 alarm. Pump had internal inspection of any physical damage or pinches. Compressor ribbon cable was slightly twisted within unit and had a pinch in it. The pump was then reverted back to manufacturing mode to test the functionality of the compressor and valves. Functionality testing failed at valve 3 having a valve leak and validating the log files. Pneumatic valve, 2 port, x178 for position 3 will be replaced during repair.

Event description:
The following has been reported: biomed reported: I have pump (B)(4) that is alarming after being cleaned and power cycled. Please evaluate. No pt harm or stopping an infusion. Preliminary evaluation of the logs showed the following: pneumatic valve leak failure (valve 3). An active infusion was stopped (per log review). Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.